Event description:
It was reported that a malfunction occurred while the customer was filling tubing during the load process, with a displayed malfunction code of malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided pump reset information. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which it did not after the reset.